Event description:
A customer reported to beckman coulter, inc. (Bec) that access 2 immunoassay system was not registering when the liquid waste was full. The liquid waste bottle had overflowed and the liquid waste leaked onto the counter. The volume was insufficient to spill off onto the floor and cause slip hazard. Msds was not reviewed but the facility has an exposure control or risk management plan in place. No harm or injury was reported by the user, and medical attention was not sought.

Manufacturer narrative:
The liquid waste leaking from the instrument is considered to be potentially infectious. Service was dispatched for this event and on-site on (B)(4) 2011. The field service engineer (fse) replaced harness for fluids tray but found the waste sensor still only worked intermittently. The fse returned on (B)(4) 2011 and replaced the entire fluids tray assembly. The fse verified instrument performance by running system check and qc. Hardware was the root cause for this event. (B)(4).